Manufacturer narrative:
(B) (4). Improper or incorrect procedure or method - pt selection. (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, no suture was present. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.